Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited unacceptable thresholds and a sensing anomaly. Fluoroscopy revealed that the lead had dislodged. The lead remained implanted.